Event description:
Boston scientific received information that the right atrial (ra) lead and was repositioned due to micro dislodgement. The repositioning was successful. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.